Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer by the end user: patient was getting out of the bed at 9:40pm on 03/18 to use the restroom. She stated when her put her legs to the side to move off the bed the excess mattress was covering the side and her mom slid off.